Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had an allergic reaction to the electrode belt therapy electrodes. The patient's nurse gave him an ointment to use and the patient's cardiologist prescribed a cr&#525;e ointment for the reaction. Follow up indicated that patient's medical condition improved.